Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, on ligating the vessel, the clip cartridge was not able to be properly loaded onto the handle; the clip did not disengage from the cartridge and did not form correctly. The inner and outer parts of the clip separated. They changed to another clip to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the photo noted; the clip body disengaged from the cartridge and the tracks were not inserted properly at the distal end of the clip body. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the clip was not properly applied and mishandled during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The visual inspection of the cartridges noted two were fully applied, one clip body was disengaged and the tracks were not inserted properly at the distal end of the clip body. Visual inspection of the other four cartridges noted they were not applied. The clip body and tracks were reassembled and reinserted into one of the two cartridges. A pmv representative instrument was used for all functional testing. The cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. The four cartridges were loaded into the pmv representative instrument, the firing handle was actuated, and the four clips formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the clip was not properly applied and mishandled during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.